Event description:
Customer reported that the female luer on the extension set is leaking during use. The set is connected to a syringe module set model 10014914. The female luer of the extension set attaches to the male luer of the syringe module set. No patient harm was reported. Although requested, no additional event or patient information was available.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event) : approximately on (B) (6) 2009. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.